Event description:
Technical services received a call on (B)(6) 2012. Caller reported that this lead was part of a system extraction. Patient had a shock for af with rvr. However there was noise on egms that caused the rate criteria to be met - nsr restored with shock. No injury to the patient. Patient was not dependent. No inhibition of therapy. Shock occurred on september 30. Patient adamantly wanted system and leads removed. Other options were suggested, but patient wanted system replaced. Lead was implanted on (B)(6) 2009. Physician was dr. (B)(6) at (B)(6) hospital in abington, pa. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).